Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to perform troubleshooting for hyperglycemia. During the prime test, the customer's mother stated that the reservoir was leaking insulin. Nothing further was reported.